Event description:
The customer reported that was was treated in the emergency room due to uncontrollable itching caused by the platinum electrode. The customer stated that she was treated with prednisone and metronidavole. The customer also stated that she has not worn the product since the event, and has not had any further itching. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.